Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions: juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: b. Health care professional instructions: 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of 2 syringes of juvéderm® ultra xc had exploded over the patient¿s face while injecting in the lips. The doctor put the first syringe away and the same event occurred with the second syringe in the box. Patient contact was made. No injuries were reported to patient, injector or staff. The packaged needles were used and this was the initial use of each syringe.

Manufacturer narrative:
Lab analysis of the devices found 2 empty syringe of 1.0 ml each received with used needles in 2 opened trays & in 1 pack. No defect observed to syringes.

Event description:
Healthcare professional reported the event of 2 syringes of juvéderm® ultra xc had exploded over the patient¿s face while injecting in the lips. The doctor put the first syringe away and the same event occurred with the second syringe in the box. Patient contact was made. No injuries were reported to patient, injector or staff. The packaged needles were used and this was the initial use of each syringe.